Event description:
It was reported the programmer continues to display an error screen when turned on. The programmer was not able to boot up at all. It was reportedly sent back recently for the same issue. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer powered on with an error and speakers were making a crackling sound. It was also noted that the rubber pads on the lower case were showing signs of wear. (B)(4).